Manufacturer narrative:
This product is no approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this lead was an attempted implant as no data was detected. A replacement lead was implanted without incident. No adverse patient effects were reported. Good faith effort attempts were made to try and obtain additional event details. Further information was unable to be obtained at this time. This investigation will be updated should additional information be provided.

Manufacturer narrative:
This product is no approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this lead was an attempted implant as no data was detected. A replacement lead was implanted without incident. No adverse patient effects were reported. Good faith effort attempts were made to try and obtain additional event details. Further information was unable to be obtained at this time. This investigation will be updated should additional information be provided. It was reported that this lead was an attempted implant due to the inability to extend the helix. No replacement lead was implanted. The lead is being returned for evaluation. No adverse patient effects were reported.